Event description:
The customer reported that the monitor's power supply was down on the machine. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the fuse on the power supply. The system operates as intended.